Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were coma due to high blood glucose, diabetic keto acidosis on (B)(6) 2022 with blood glucose level was unknown. The current value of blood glucose level was 132mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode was on at that time. Customer feel ok with troubleshooting. Customer treated with insulin drips and hospitalization. The insulin pump will not be returned for analysis.